Event description:
It was reported that the pacing lead impedance on the right ventricular (rv) lead had slowly increased since (B)(6) 2021 and was now above the normal range. An insulation breach was suspected though no sign of lead damage was noticeable on chest x-ray. The rv lead was capped (B)(6) 2022 and replaced. The patient was stable.

Manufacturer narrative:
The reported events of ¿suspected insulation breach¿, high pacing lead impedance and high pacing threshold were not confirmed. A partial lead (connector portion) was returned in one piece. Lead impedance test could not be performed due to as received procedural damage to the lead. During electrical testing the lead failed hi-pot test due to procedural damage at the connector region. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes inadequate capture was als observed on the right ventricular lead prior to the procedure to cap the lead on (B)(6) 2022. The capped lead was removed during an unrelated procedure and returned. The patient was stable.